Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was de-cased and visual inspection has been performed. No issue were observed. This issue is not confirmed to early sensor removal. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Correction has been made.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor when compared to a healthcare professional (hcp) meter. The customer became hypoglycemic and experienced twitching, tremors, and a loss of consciousness. The customer had contact with an hcp who intravenously administered saline and 40% glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor when compared to a healthcare professional (hcp) meter. The customer became hypoglycemic and experienced twitching, tremors, and a loss of consciousness. The customer had contact with an hcp who intravenously administered saline and 40% glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.